Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was in the clinic for their one week post implant check. It was found that the device had stored ventricular fibrillation (vf) events for three consecutive days at the same time. The right ventricular (rv) channel is sensing noise and inhibiting pacing. The field representative was unable to reproduce the noise. All lead measurements are stable and unchanged from implant. It was concluded that the source of noise was external and found to be on all three channels. The noise was able to be reproduced when the patient hoists themselves up out of bed. The physician increased the rv sensitivity to 1.0 millivolts and plans to continue to monitor the patient. No adverse patient effects were reported. This product remains in-service.